Manufacturer narrative:
(B)(4). On (B)(6) 2011, baxter product surveillance contacted the nurse to provide information regarding the overfill. The nurse stated that the homepatient is doing well on the new cycler and stated that she would verify the settings with the patient. No patient injury or medical intervention was associated with this event.

Event description:
During initial assessment of a returned homechoice device, a baxter technician identified an increased intraperitoneal volume (iipv) event which occurred on (B)(6) 2010, during drain cycle 4. The drain volume was 2632 milliliters (ml). This event meets overfill criteria.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up emdr.

Manufacturer narrative:
(B)(4). The device was received operational and in good condition. The device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. A review of the device logs revealed a drain volume that meets the iipv (increased intra-peritoneal volume) criteria. The cause for the iipv found in the device logs was determined to be insufficient drain, use error: tidal uf removal set too low. The current labeling for the homechoice/homechoice pro apd systems trainer's guide, was found to be sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA investigation (B)(4).